Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system is shutting down without command mid-procedures even when connected to ac power was unconfirmed. The scanner powers on and boots up normally. The scanner was powered on and initialized and ran uninterrupted for 2 hours. The scanner was evaluated and no malfunctions were found. The error log was checked and is empty of any errors related to the problem. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the chief nurse that the site rite 6 ultrasound system is shutting down without command mid-procedures even when connected to ac power. The battery status is known when system shuts down.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the chief nurse that the site rite 6 ultrasound system is shutting down without command mid-procedures even when connected to ac power. The battery status is known when system shuts down.